Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was 117 mg/dl. Reportedly, the customer successfully loaded a new cartridge to address the issue.